Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. There was no drug being delivered. The reason for use was not reported. It was reported that during a trial for a pump implant on (B)(6) 2018, the doctor believed that the catheter kept kinking and was therefore defective. The catheter was part of a large shipment of pre-ordered products the hospital purchased. The facility is interested in a credit. Ultimately, the catheter was never used (never implanted) and discarded. The representative was unaware that the discarded product should be returned. The product was replaced with another of the same manufacturer. The issue was resolved at the time of the report. There were no symptoms reported. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no further complications reported/anticipated.